Manufacturer narrative:
The reported complaint of a leak could be confirmed. The returned photo showed a stick down on one of the claves which would lead to a leak. However, without the return of the used sample a probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave¿ vented bag spike generated a leak during patient use. The reporter stated that "one way valve not in situ in the middle of the bore of the device and therefore would leak cytotoxic fluids if went unnoticed".the device was removed from circulation, not used, and escalated to the manufacturer. There was no patient harm reported.